Manufacturer narrative:
(B)(4) occupation: non-healthcare professional (attorney). (B)(4).. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
Patient allegedly received an implant on (B)(6) 2010 due to pulmonary embolisms and deep vein thrombosis. Patient alleges vena cava perforation, that the device is unable to be retrieved, and embedment. Patient further alleges pain multiple limbs penetrating out of the ivc (inferior vena cava) wall and abutting the duodenum, aorta, l3 vertebral body, lumbar vein. Per CT report from (B)(6) 2016, "infrarenal ivc filter is seen at l2-l3 level with multiple limbs (at least four) penetrating out of the wall of the ivc, and abutting the duodenum aorta, l3 vertebral body and lumbar vein." Attempted filter retrieval performed on (B)(6) 2016. Per retrieval report from (B)(6) 2016, " despite of multiple an aggressive effort, unsuccessful removal of the inferior vena caval filter secondary to embedded/ endothelialized (an expected phenomena) filter legs with ivc wall."

Manufacturer narrative:
Additional information: investigation ¿ investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. A total of (B)(4) devices were manufactured in the reported lot. To date, no other complaints have been reported against this lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. The following allegations have been investigated: perforation, difficult to retrieve, embedment, and pain. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Product is manufactured, inspected and packaged by william cook europe a/s. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information provided at this time.